Manufacturer narrative:
The reagent lot number provided by the customer was not valid, so the meter info was provided instead.

Event description:
The customer called for help with her contour meter. She performed control tests while troubleshooting and received a result of 288 mg/dl. The normal control range was 106-144 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.